Event description:
Additional information reported that the patient was "just about at the point" where he "couldn't even hardly talk any more."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387-40, lot# j0519456v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0519456v, implanted: (B)(6)2005, product type : lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced electromagnetic interferences when walking through security scanners. It was stated that this had happened numerous times, but the patient was able to turn his device back on. It was noted that the patient lost their patient programmer, so now they are unable to turn their device back on. It was added that the patient will receive a new patient programmer. If additional information becomes available, a supplemental report will be filed.